Event description:
This lead was noted to have micro-dislodged at a device check. The lead was successfully repositioned on (B)(6) 2011. All records indicate that this lead remains actively implanted. Should additional information become available, this event will be updated.